Manufacturer narrative:
Patient city: (B)(6). Patient country: italy. Establishment name: medtronic minim, street: 18000 devonshire street, city: northridge, state, province or territory: ca california, country: united states of america, post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It is reported that the patient faced adhesive issues on (B)(6) 2026 as tape was not sticking.